Event description:
User/patient contacted lifescan in 2005 alleging that his/her one touch ultra meter was reading inaccuratley high compared to a calibrated lab device. The patient reported blood glucose results of "235 mg/dl" with the lifescan meter and "162 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care agent (cca) verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The patient was using the correct technique to clean the puncture area and apply the sample to the test strip. The calibration code and unit of measurement were set correctly. The cca walked the patient through two consecutive control solution tests and the resluts fell outside the specifications (137 mg/dl & 145 mg/dl/95-129 mg/dl). The cca walked the patient through a third control solution test, using a new vial of test strips with the same lot number, and the result fell within specifications (115 mg/dl/95-129 mg/dl). The meter, test strips, and control solution were replaced.